Manufacturer narrative:
The insulin pump was received with operating currents within spec and passed self-test. However, the insulin pump alarmed pump error during rewind due to unlocked connector. Analysis was unable to perform functional test including rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error. The insulin pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump was stuck in loop. The customer's blood glucose was 148 mg/dl at the time of incident. The customer stated that they tried to restart the insulin pump then the insulin pump kept doing the same thing over and over. The insulin pump was returned for analysis.